Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 20-sep-2019/ serial #: (B)(4) UDI #: (B)(4) device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 12-sep-2018 labeled for single use: no (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected loss of power and a controller fault alarm attributed to a depleted internal battery. Review of data log files also revealed that the ventricular assist device (vad) exhibited several high watt alarms. It was noted that the high watt alarms occurred when the patient was more active and would be monitored. The controller was exchanged and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental report is being submitted for device analysis. Product event summary: the controller ((B)(6)) was returned for evaluation. The ventricular assist device (vad) ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual inspection of the returned controller revealed contamination within both power ports, the serial port, and the pump connector. These are additional observations not related to the reported event, likely due to the handling of the device. Functional testing revealed that the no power alarm only sounded for 52 seconds when both power sources were disconnected from the controller, and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the nimh battery was replaced, the controller performed as intended. Log file analysis revealed consistent increases in power consumption to parameters above normal operating range within the analyzed period and 44 high watt alarms logged since (B)(6) 2022. Analysis of the event log file revealed a controller power-up event, with an associated motor start event, logged on (B)(6) 2022 at 23:58:29. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 28% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 23% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 15 seconds. No anomalies were recorded leading up to the loss of power. Analysis of the alarm log file also revealed a controller fault alarm logged on (B)(6) 2022 at 00:32:53, indicating an issue with the internal battery. A vad disconnect alarm was logged on (B)(6) 2022 at 09:06:52, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. In addition, log file analysis revealed that the controller was in use for more than two (2) years. As a result, the reported high power, controller loss of power, and controller fault alarm events were confirmed. Based on the risk documentation, possible causes of the high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA (B)(4) was opened to investigate internal battery issues with controller 2.0. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 02-aug-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c15, c19 h6: FDA conclusion code(s): d11, d1105, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.